Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient was admitted to the hospital with ketoacidosis due to an occluded infusion set that occurred during the night. The "folded" infusion set was discovered at the hospital. No further information is available. The infusion set was requested to be returned for evaluation.